Event description:
It was reported that when a philips fse and hospital engineer were moving the system, there was a cloth on the floor which jammed the front wheel of the device. The device suddenly stopped and the hospital engineer's foot was injured and was described as swollen. Medical treatment was reported to have been provided but the current status of the injury is unknown at this time. The device was not in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The investigation identified that during the delivery of the new zenition 70, toe four on the hospital engineer's left foot was injured when the system unexpectedly halted due to a jammed wheel. Orthopaedic treatment was provided to the hospital engineer in the form of x-ray, MRI, acupuncture and physiotherapy. The injury was determined to not meet the criteria for a serious injury as the treatment provided was not required to preclude a permanent impairment. Codes have been updated per the investigation outcome.